Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to sepsis with endocarditis. Additional information received indicates that the patient also had an infection. There were no additional adverse patient effects reported. The rv lead was explanted.